Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy on patient, and they keep getting alert 02 low flow in an arctic sun device. 3 pads connected with 0 l/m water flow rate (wfr). Nurses state they had the same issues last time they tried to initiate therapy with this device on another patient. Patient temperature (pt) was 40.5c, targeted temperature (tt) was 37c, water temperature (wt) was 6.9c had them stop therapy, empty pads and disconnect. Placed device in manual control at 5c with no pads. System diagnostics, outlet monitor temperature (t1) was 6.2c, outlet control temperature (t2) was 6.3c, inlet temperature (t3) was 6.1c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 71%, mixing pump command (mpc) was 34%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5058.7, pump hours were 4770.5. Added pads back while in manual control and water flow rate (wfr) was stabilized at 2.7 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.5 l/m. Advised to call back with any additional issues or concerns. Sn (B)(6).

Event description:
It was reported that they were trying to initiate therapy on patient, and they keep getting alert 02 low flow in an arctic sun device. 3 pads connected with 0 l/m water flow rate (wfr). Nurses state they had the same issues last time they tried to initiate therapy with this device on another patient. Patient temperature (pt) was 40.5c, targeted temperature (tt) was 37c, water temperature (wt) was 6.9c had them stop therapy, empty pads and disconnect. Placed device in manual control at 5c with no pads. System diagnostics, outlet monitor temperature (t1) was 6.2c, outlet control temperature (t2) was 6.3c, inlet temperature (t3) was 6.1c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7.1 psi, circulation pump command (cpc) was 71%, mixing pump command (mpc) was 34%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 5058.7, pump hours were 4770.5. Added pads back while in manual control and water flow rate (wfr) was stabilized at 2.7 l/m. Stopped therapy and disabled manual control. Restarted therapy and water flow rate (wfr) was stabilized at 2.5 l/m. Advised to call back with any additional issues or concerns. Sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: directions: due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun temperature management system: water temperature high limit: less than or equal to 40 degrees c (104 degrees f). Water temperature low limit: greater than or equal to10 degrees c (50 degrees f). Control strategy: 2. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. Attach the pad¿s line connectors to the fluid delivery line manifolds. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.